Manufacturer narrative:
All o-rings and stop discs from all 4 process heads were returned for investigation. Upon inspection, it was noted that: defects, cracks or/and abrasions were visible on the majority of the o-rings. The stop-discs showed residues of lysis (as confirmed by anion chromatography), pointing to a possibility of tip filters getting wet during pipetting. The investigation using returned o-rings could not confirm the loss of tightness or dripping as reported. The cause of the observed droplets at the customer site during the pm could not be confirmed to be due the o-rings. Through the case investigation, no related cases were identified, suggesting there is not a systemic issue. (B)(4).

Manufacturer narrative:
The removed stop discs and o-rings have been requested for further analysis. A supplemental report will be submitted upon completion of the investigation. (B)(4).

Event description:
During a us customer site visit, a local field service engineer observed evidence of liquid droplets on the processing deck of the cobas 8800 system when performing periodic maintenance. O-rings and stop discs have been replaced on the instrument and there have been no additional liquid dripping on the processing deck and no tightness check failures since the replacements. No allegation of false or invalid results were made by the customer; no harm was alleged. The liquid droplets were not reported by the customer.